Event description:
The MFR has been informed that a pt underwent reoperation and explant for a suspected immobile leaflet.

Manufacturer narrative:
Section h6- evaluation codes. Method code 86 (other): a device history record review was performed. Result code 100 (other): the device history records review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release.